Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, it was initially reported that the peritonitis may have been due to the malposition of the patient¿s pd catheter (not a fresenius product). It was stated that the patient had planned surgery to remove the catheter. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain, nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse stated that the patient was receiving unknown antibiotic therapy and was switched to hemodialysis while hospitalized. Additionally, the nurse confirmed the patient¿s pd catheter was malpositioned and that repositioning surgery was planned. The patient remained in the hospital at the time of follow-up. The nurse stated that the exact cause of the peritonitis event was unknown. However, it was confirmed that the patient did not have any fluid leaks or any other issues with fresenius products in relation to the event. It was reported that the event could be associated with the malpositioned pd catheter.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the returned cycler showed signs of physical damage. The upper catch post was damaged. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. An as-received simulated treatment with reduced dwell settings was performed on the cycler and completed without failures. The cycler underwent and passed a valve actuation test and a system air leak test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence to suggest that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with the event. Furthermore, the patient had a concomitant malpositioned pd catheter which may have been a contributing factor in this case.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, it was initially reported that the peritonitis may have been due to the malposition of the patient¿s pd catheter (not a fresenius product). It was stated that the patient had planned surgery to remove the catheter. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain, nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse stated that the patient was receiving unknown antibiotic therapy and was switched to hemodialysis while hospitalized. Additionally, the nurse confirmed the patient¿s pd catheter was malpositioned and that repositioning surgery was planned. The patient remained in the hospital at the time of follow-up. The nurse stated that the exact cause of the peritonitis event was unknown. However, it was confirmed that the patient did not have any fluid leaks or any other issues with fresenius products in relation to the event. It was reported that the event could be associated with the malpositioned pd catheter.